Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3silver-east remote manager failed to stay closed. The unit produced a clicking sound and does not release to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed to open and stay closed. A field service engineer addressed a frequently failing remote manager latch, inspection revealed the latch housing was installed upside down, leading to premature microswitch failure, replaced the latch and performed open/close latch tests using the hardware test application, with successful results. The system functioned as intended after the field service engineer repaired the device.